Event description:
It was reported that the insulin pump had blank display. Customer's blood glucose was unknown. Customer stated that he put new battery and the insulin pump was totally blank. Customer stated battery in used was energizer. During the troubleshooting the display did not return with new recommended battery brand. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump alarmed failed battery test due to corroded battery tube. No blank display noted. The device had missing end cap sticker, minor scratches on lcd window, cracked case at reservoir tube window corners, and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.